Event description:
Update: per further assessment received on 12dec23 it was found that the "131309a conmed handcontrolled with ultraclean blade electrode, button switch, safety holster and 10ft (3m) cable was the cautery pencil used. Size 7 ½ protexis surgical gloves were what was reported as having micro holes. "I sent in gloves from the same lot that were utilized in this case and they determined there were no holes in the pairs we sent out. Biomed checked out the conmed cautery unit and it checked out within parameters. We have stopped purchasing the 7 ½ protexis gloves and replaced with a different brand." There was no medical surgical intervention required for the patient or surgeon and they are reported as "okay". The sales representative reported on behalf of the customer that an unknown conmed cautery pencil was being used on (B)(6) 2023 and ¿"we had a cautery burn (surgeon & teammate) in the operating room today. They were using a conmed cautery pad, conmed cautery pencil and conmed esu unit. We are having our biomed check the unit out tomorrow. I do want to say- we did find micro holes in both pair.". The 60-2450-120 system 2450 and the conmed cautery pad will be listed as concomitant devices and there is no allegation against them. This report is being raised due to the reported injury of unknown degree of burn to the surgeon and teammate.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. These devices fail the inspection described herein. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. Do not use monopolar electrosurgery on small appendages, as in circumcision or finger surgery. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that an unknown conmed cautery pencil was being used on (B)(6) 2023 and ¿"we had a cautery burn (surgeon & teammate) in the or today. They were using a conmed cautery pad, conmed cautery pencil and conmed esu unit. We are having our biomed check the unit out tomorrow. I do want to say- we did find micro holes in both pair.". The 60-2450-120 system 2450 will be listed as a concomitant device. Further assessment has been sent. However, to date no reply has been received. This report is being raised due to the reported injury of unknown degree of burn to the surgeon and teammate.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.